Event description:
Information received indicates the patient position monitor is alarming at the bed, but does not send a nurse call.

Manufacturer narrative:
The facility has not completed repairs to the bed.